Manufacturer narrative:
Additional information received that the date of prosthetic restoration was (B)(6) 2024. This is a follow up report for this additional information. Correcting date of event from (B)(6) 2024. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. The product is not available for investigation. Trend is tracked and monitored.

Event description:
The doctor was wearing teeth for the patient and found that the central screw was broken while applying force to the abutment, and the dental crown could not be properly fixed. Removed the implant and replanted it.